Manufacturer narrative:
The reported event occurred on a cobas e411 analyzer with serial number (B)(6). The investigation determined that the anti-hcv ii assay performed within specifications based on calibration and quality control data. Calibration records for the relevant reagent lots were valid, and quality control results were within acceptable ranges, with only isolated instances of results exceeding three standard deviations, which were not conclusively linked to the days of sample testing. The root cause of the discrepant positive results was attributed to sample-specific factors. According to the assay's instructions for use (IFU), initially reactive results must be retested in duplicate to exclude potential short-term interferences or fresh sample effects. Additionally, confirmation testing, such as immunoblot, is required to verify true positive results. Polymerase chain reaction (pcr) testing is not suitable for confirming antibody presence, as it detects viral rna rather than antibodies. The device remains in operation at the customer site, and the customer was advised to follow the IFU for retesting and confirmation procedures, perform regular instrument maintenance, and include both quality control levels in their checks.

Event description:
The initial reporter alleged discrepant positive results for two patient samples tested with the anti-hcv g2 elecsys cobas e 100 assay on the cobas e411 rack. For the first patient, the sample tested reactive on (B)(6)2023 with a result of 2.590 coi and again on (B)(6)2023 with a result of 2.51 coi. A polymerase chain reaction (pcr) test for the same sample was non-reactive, and a chemiluminescence test yielded a result of 0.11 coi (non-reactive). For the second patient, the sample tested reactive on (B)(6)2023 with a result of 2.02 coi and again on (B)(6)2023 with a result of 2.06 coi. A chemiluminescence test for the same sample yielded a result of 0.51 coi (non-reactive).